Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification while attempting to load the cartridge. The customer loaded a new cartridge successfully. The customer's blood glucose level was not impacted by this event.